Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion, yellow particles in shell, linear opening, delamination of valve. The leak test and microscopic analysis was performed which identified; a linear smooth opening on radius side in the same location of crease assessed as fold flaw opening, total delamination of diapherm flange disk assessed as adhesive failure, a curved cracked opening in valve assessed as cracked valve seat diaphragm valve. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve, delamination of diapherm flange disk assessed as adhesive failure, and a crease smooth opening assessed as fold flaw opening.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.